Event description:
It was reported that two (2) 500ml exactamix eva (ethylene vinyl acetate) bags were leaking from the injection fork of the mixing area. The leaks were observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address - (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between september 28-29, 2023. H11: the actual device was not available; however, two videos were received for evaluation. The returned videos were reviewed, and it was noted that there was white solution inside the bag which was leaking from the tubing and the spike port assembly. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.